Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, it was noted that the time and date on the pump had shifted forward by approximately one day. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump, adjust the time and date on the pump, and resume insulin delivery.